Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 104 mg/dl. Customer stated that the pump may have been wet. Customer stated that she was at a park with her son and when she took off her pump, it fell in water. Customer also stated that when it fell, she picked it up quickly. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).